Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the devices screen had become dim during patient use. It was reported that a clinical engineer had replaced the device with a unit of the same model. Reported that the "stop ventilator" button which is displayed after the power button is pressed had been very dim to see at the time. There was no harm to the patient or user. There was neither delay in therapy nor medical intervention reported due to the event other than the ventilator swap. No patient information was disclosed. The sales rep visited the hospital and retrieved the device. The reported issue was not duplicated, and the screen was in usual brightness. The device kept operating when the issue was observed. Investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the screen became dark immediately after starting the device, and the indications became unreadable. It was resolved by replacing the power management (pm) board. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.